Event description:
A user facility reported a dialyzer blood leak occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The blood leak was visually observed within the fibers of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The blood leak was visually observed within the fibers of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: complaint device returned to manufacturer for evaluation. Sample subjected to laboratory bubble point leak test. Dialyzer failed; a steady stream of bubbles was coming from cut surface at approximately 10° on non-cavity ID end, with ports positioned at 0°. Upon extraction of fiber bundle, a fiber fragment was noted from same area as leak. Under magnification (x20), there was a fiber fragment that was broken into two pieces; longer of the two fragments was laying horizontally in pu and was potted on both ends (would not cause a leak) and the smaller fragment was only potted on one end and measured 0.16.mm from potting surface. During lot history review it was noted there was one other complaint reported against lot. The complaint addresses an internal blood leak (no sample). An investigation of device history records (DHR) conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on lot unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with reported event. Lot met all release criteria. The investigation into complaint was able to confirm reported event. Reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.